Manufacturer narrative:
Correction to b5 - describe event or problem. From: it was reported the needle mechanism did not function as intended. No adverse patient impact was reported to: it was reported the needle mechanism deployed late and the cannula was bent. The pod was not worn and no adverse patient impact was reported. Correction to d(4): lot number changed from unavailable to l50329. Expiration date changed from unavailable to 7/3/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/3/2022. Correction to h6 - adverse event problem medical device problem code. From: a15 activation, positioning, or separation problem to: a150102 difficult or delayed activation a040609 material twisted/bent. Component code: from: g04092 needle to: g04092 needle g04019 cannula.

Event description:
It was reported the needle mechanism deployed late and the cannula was bent. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not function as intended. No adverse patient impact was reported.